Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod on a plane their blood glucose level had dropped to 15 mg/dl. The patient reports they had lost consciousness. When the patient had regains consciousness they had awoken to the paramedics on the plane. The patient reports eating snacks and was given intravenous dextrose. The patient was taken to the hospital. The patient was in the hospital for 12-24 hours. The patients pod will not be returned as it has been discarded.